Manufacturer narrative:
Citation: calcaterra d, et al. A case report of open-aorta, direct transcatheter valve-in-valve implantation: an innovative approach to manage the hazard of coronary flow compromise in transcatheter aortic valve re-interventions. European heart journal. Case reports. 2021 may;5(5):ytab137. Doi: 10.1093/ehjcr/ytab137 doi: 10.1093/ehjcr/ytab137 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient who five years prior, underwent the implant of a medtronic evolutr transcatheter bioprosthetic aortic valve (tav). No serial numbers were provided. The patient presented with dyspnea, fatigue. A transesophageal echocardiogram (toe) indicated a decreased ejection fraction, severe aortic stenosis, and increased mean gradient measurements of 60 mmhg. Due to concerns of compromised bilateral coronary artery flow with a valve-in-valve procedure, the prosthetic valve leaflets were excised in an open procedure. A non-medtronic tav was implant with direct visualization into the frame of the evolutr. No additional adverse patient effects or product performance issues were reported.